Manufacturer narrative:
(B)(4). Maude report # 5075589. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During an unknown procedure; ¿the ligaclip applier dispensed first clip. The second clip that was dispensed was loose. After the second clip, the instrument would not fire. No patient injury reported.¿